Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause is likely an abnormality of the ccd-cable in the bending section such as a kink, breakage of wire, or the like due stress on distal end. This led to moisture invading the device by leakage that caused temporally failure of electrical contact. IFU (operation manual) states on external stress on distal end as follows: "important information ¿ please read before use: warning do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. " IFU (operation manual) states on troubleshooting on abnormal image as follows: "5.2 troubleshooting guide ¦image quality or brightness : there is no video image¿ 5.3 withdrawal of the endoscope with an irregularity if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿¦withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿¦withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿, or ¿¦withdrawal when all endoscopic images do not appear on the monitor or the frozen image cannot be restored¿. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customers complaint of ¿no image¿ was not confirmed. The bending section rubber was found to have a pinhole and a cut on the video cable resulting in a leak at both areas. Excessive broken strands were noted on the bending section. The scope ID chip showed 171 total uses. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, no scope image appeared. There was no patient injury reported.